Event description:
Approximately one year ago, patient was implanted with a titanium vectra plate 1 level and three titanium cervical screws. The three screws have backed out but surgeon noted that there is complete fusion. Surgeon has removed the plate and three screws from patient. This is 4th of 4 reports submitted on this event. Two reports were previously submitted including the plate and the 1st of 3 screws. This report documents the 3rd of 3 screws.

Manufacturer narrative:
Partial catalog # provided. Device may either be a 4.0mm or 4.5mm. Information was obtained from device received. Catalog #: complete catalog number unavailable. Possible catalog #. Manufacturer was determined from partial catalog number provided. A 510(k) # was determined from partial catalog number provided. Devices were sent for investigation by the surgeon's office and received by synthes on (B)(4) 2011. Prior to performance of any investigations, patient requested return of devices. Devices were returned to surgeon's office for surgeon to forward to patient.